Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement of 126 ohms. Review of device data indicated there has been a gradual but steady rise in impedance measurements since the lead was implanted approximately 7 months ago. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) about the possibility of calcification build-up on the lead. Ts also provided guidance on isometric testing or to consider increasing the high impedance alert limit to 150 ohms and delivering a commanded maximum energy shock if there is a subsequent high impedance alert. The lead remains in-service. No patient symptoms or adverse patient effects were reported.